Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. The patient contacted baxter canada technical services (bcts) regarding a low drain volume alarm on the home choice device (hc). At the time of the call, the patient stated that she was recently discharged from the hospital for peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient received remedial treatment. The outcome for the event of peritonitis was unknown. It was unknown if dianeal and extraneal therapies were ongoing. A causality statement was not provided.